Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Conclusion code: off-label use [anterior endothelium chamber depth < 3.0mm (2.86mm)]. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -7.5/+1.5/102 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On the same date the lens was exchanged for a longer lens due to low vault. It is unknown if this was performed intraoperatively or not. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. (B)(4)